Manufacturer narrative:
An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the protective sleeve of the hose to the patient can be pulled back when attaching the hose to the sentinel seal and then cannot be pulled back in place. This results in kinking of the hose. The ribbed protective sleeve cannot be pulled back into its original place where the hose connects to the sentinel seal. The protective sleeve can be pulled back just by the patient moving the hose around.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation; however, photos were received for a visual inspection. The photos show that the tube is not correctly connected. A potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of this customer concerns to all personnel involved in the manufacturing of this product. A formal corrective and preventative action has been initiated to investigate this reported issue. This complaint will be used for tracking and trending purposes.